Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) rate between 140-160 beats per minute (bpm). The lowest programmed zone was the vt-1 zone at 170 bpm. An attempt to burst pace the patient out of the rhythm was attempted and unsuccessful. The vt-1 zone was temporarily decreased to 120 bpm and then it was successful. Per the physician, the device was reprogrammed to those parameters with 2 bursts of ramp scan in the vt-1 zone. The local areas sales representative was again contacted as the patient was symptomatic and experienced a syncopal episode due to a vt with a rate of 160 bpm. A boston scientific technical services consultant discussed other programming options to add more atp bursts to the vt-1 zone.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the anti-tachycardia pacing (atp) scheme at the 120 vt-1 zone worked and then on occasion would not. The cause of the syncope was thought to be due to the burst pacing by orders from the physician. Additional reprogramming of atp was performed per the physician who was confident it would work. The patient was planning to have an epicardial vt ablation in the near future.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, [defibrillation], and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, this report will be updated.